Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: h6 product is not returning.

Event description:
New information notes that the physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of noise (lead malfunction) was confirmed. As received, a partial lead was returned in two pieces for analysis. Final analysis found that the insulation was abraded at 9.1 cm to 9.3 cm from the cut end. The abrasions were consistent with exposure to constant friction with implanted device or feature of the patient anatomy.